Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, high thresholds and high lead impedance was observed on the right ventricular (rv) lead. No intervention was performed and the device remains implanted. The patient was stable.